Event description:
It was reported that a nurse primed an epidural tubing manually with an epidural bag, then noticed that fluid was leaking from the tubing. A cut/break was found on the product so another epidural tubing and epidural bag was opened, primed and used without a problem. The affected product was discarded. No patient injury or complications were reported in relation to this event. There was only a short delay in the procedure.